Manufacturer narrative:
On 12/30/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/12/2015 software analysis was unable to determine probable cause with the information provided. Per the software engineers there were no core files present. Remaining logs provided no information in determining the cause of the issue. On 01/21/2015 a medtronic representative, following-up at the site, reported this behavior only happened when it was on the verify instruments page those two times. Once they re-booted, it did not occur the remainder of the procedure. When the o-arm spin was complete, the procedure went as planned with no delays. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that while in a spine procedure the site's navigation system unexpectedly re-booted two times. This occurred at the verify instruments page in the software. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.